Event description:
We have a report from the field that a surgeon reported that one of his patients' had what has been described as some sort of a perceived reaction to a helix anchor. This is all of the information that the surgeon would give. Also see associated MDR 1221934-2009-00379.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.